Event description:
It was reported, the pt was no longer receiving adequate coverage. An impedance check was performed and revealed 8 invalid contacts. X-rays were taken and the lead was found to be fractured. As a result, the pt's lead was explanted and replaced. Stimulation and coverage were regained post-op, and the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.